Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an early end of sensor session was reported. Data was not available for evaluation. Confirmation of the issue was confirmed and a probable cause could not be determined. No additional event or patient information is available.